Manufacturer narrative:
The device was returned to the MFR for eval. Upon visual inspection, it was determined that the battery had split. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.

Event description:
It was reported that the unit operated at a reduced power, became non-functional and then became warm to the touch. No injury or adverse consequences were reported as a result of the incident.